Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the sensor had inaccurate readings and the threshold suspend alarm was triggered. Customer's sensor glucose was 92 mg/dl, but blood glucose level was 138 mg/dl. Troubleshooting was done but not completed. Advised customer to change sensor and call back if problems persist. The device will not be returned for analysis.